Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the x-stage cover was replaced. After the replacement the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the x-stage cover was mechanically damaged at the docking bolts. No patient was present at the time of the event. Additional information was received stating that there were some mechanical bends and the cover looked very weird. There was some cosmetic damage to the cover the metal section of the cover was bend downwards, normally it is a straight surface.